Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, residual moderate aortic regurg itation (ar) was noted. A balloon aortic valvuloplasty (bav) was performed and a second transcatheter bioprosthetic valve was implanted. Twenty-four (24) hours post implant, a transthoracic echocardiogram (tte) revealed trace aortic regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.